Manufacturer narrative:
D10. Concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)). Egia60amt egia 60 artic med thick sulu (lot#: n5k1474y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy, the reload stapled, but the knife did not retract and the device locked on tissue. The device was unable to unload after firing. Attempts to force it open with the manual retract tool, changing the shell, and replacing the power handle were unsuccessful. Articulation right and left with the manual retract tool was possible, but blade retraction with the central hole in the handle was not achieved. As a result, the surgical team had to resect the tissue margin, apply manual sutures as a staple line replacement, use another power handle and reloads from a different batch, suture, and apply titanium clips to conclude the procedure. The surgical time was extended by three hours and required additional interventions. The patient experienced extended hospitalization lasting three to four days.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the signia adapter was returned with a reload partially connected to the device. The reload was noted to be rotated into the correct loading/unloading position but could not be easily removed. The blue unload switch was noted to be partially depressed. Functional testing found that the adapter was connected to the gen2 adapter black box running a software and the strain gauge was not responsive. The strain gauge value was noted to be stuck at its maximum. There was an articulation calibration error in the data saved to the system. The adapter was connected to an rpa signia handle running v29.6 software and the adapter calibrated then the handle displayed a yellow swimlane. The attached reload could not be easily removed. The firing rod was noted to have damage indicative of a disconnection from the reload laminates. During disassembly, the articulation mechanism was found to be out of position. Additionally, the rotating ring was noted to be disconnected from the sulu ID and ground contacts and damage to the j-hook and tip backer was found. Analysis of the test handle data indicated that the firing rod was out of position prior to calibration and that the yellow swimlane was caused by a tare error. It was reported that there were damage to the j-hook, firing rod and articulation mechanism being out of home position. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that there was damage to the tip of the firing rod. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of articulation calibration errors that is related to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.